Event description:
Balloon rupture. This male pt was on dialysis treatment and was undergoing a stent placement within a de novo, slightly tortuous but heavily calcified obtuse marginal. There was 90% stenosis. Ivus was conducted initially but did not cross the lesion due to the heavy calcification. Pre-dilation with a balloon (speeder 2.0/14mm) was conducted. Then the physician tried to conduct ivus again, it could not cross the target lesion due to the heavy calcification. A cutting balloon (safecut: 1.5/15mm) was inserted to crush the calcification, and then the ivus finally could be successfully conducted. A cyper 2.5 x 18mm was delivered and while inflating the balloon up to 14atm, the pressure was suddenly decreased. The blood flew back into the inflation device, and the physician confirmed the balloon rupture, but the stent was deployed. The sds balloon was removed out of the pt's vessel. Post-dilation with a balloon (quantum 2.5/12mm) was conducted. Ivus was conducted, and the procedure was successfully finished. There was no pt injury reported.

Manufacturer narrative:
The sds balloon is to be returned for eval and testing. Please note add'l info will be submitted within 30 days upon receipt. This product is similar to the us product.